Event description:
The reporter contacted lifescan on behalf of the pt alleging that their one touch ultra meter was reading inaccurately high compared to a calibrated lab test. The pt obtained blood glucose results of "18 mmol/l, 25 mmol/l, and 30 mmol/l" with a lifescan meter and 10.6 mmol/l on the laboratory device, perform within 10 minutes of each other. During the time of testing the pt was described as feeling tired, weak, and depressed. The pt was administered insulin following the tests. Due to the elevated results, the pt had been taking more insulin.